Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high impedance and noise. During an unrelated procedure, the lead exhibited insulation anomaly. The lead was capped on (B)(6) 2018 and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Correction - high impedance was missed in previous report but was mentioned.